Manufacturer narrative:
This report is being submitted to relay additional information. The reported product was returned for investigation. Based on the evaluation, device malfunction has not occurred and the reported events (infection, bone loss) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided for the reported events. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar cause and one other complaint was identified. A root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports acute inflammatory response to implant bopt5410 in site # 3. Doctor reports bone loss and infection and implant was removed.